Event description:
It was reported that due to a defect in the composite field sequencing (cfs), the planned and approved treatment is not the plan that was dicom exported and delivered. This issue could also occur with dynamic conformal arcs and 3d static arcs as cfs can be used with these treatment techniques as well. There was an actual mistreatment reported due to this issue; however, did not result in serious injury base on the available information.

Manufacturer narrative:
(B)(4).